Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that pre-implant the lead's helix was checked before use and the helix did not advance in twenty turns. The helix seemed to move, but did not advance. The lead was then exchanged for a new lead and the new lead was implanted successfully. It was also noted that post-implant the initial lead was rechecked and the helix advanced in thirty-five turns. No patient complications have been reported as a result of this event.